Manufacturer narrative:
Patient sample was tested on (B)(6) 2021 using xpert xpress sars-cov-2 and returned as sars-cov-2 positive. Upon retesting on the same day with xpert xpress sars-cov-2 it was returned as sars-cov-2 negative. Confirmatory test with biofire returned sars-cov-2 not detected/human rhinovirus detected. Investigation of customer provided data performed by cepheid's patient safety board identified atypical curves associated with the questionable positive result detected. Factors that may contribute to the atypical curves include but are not limited to sample collection quality and fluidics within the device. The complaint investigation included analysis of production records, communication/interviews with the customer, and trend analysis. No conclusive determination could be made as to reasons for the atypical curves. Overall, across the installed base, these issues from product use may occur sporadically and at a very low occurrence rate. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. As per section 3 of xpert xpress sars-cov-2 eua IFU; "clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status". Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected symptomatic patient sample using bd collection kit and np swabs on (B)(6) 2021 and processed the sample per IFU using xpert xpress sars-cov-2. Result was returned as sars-cov-2 positive. Result were reported to the physician who then requested retesting. Retest on the same day (B)(6) 2021 with genexpert using xpert xpress sars-cov-2 and was returned as sars-cov-2 negative. Confirmatory test with biofire returned sars-cov-2 not detected/human rhinovirus detected. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment.

Manufacturer narrative:
Patient sample was tested on (B)(6) 2021 using xpert xpress sars-cov-2 and returned as sars-cov-2 positive. Upon retesting on the same day with xpert xpress sars-cov-2 it was returned as sars-cov-2 negative. Confirmatory test with biofire returned sars-cov-2 not detected/human rhinovirus detected. Investigation of customer provided data performed by cepheid's patient safety board identified atypical curves associated with the questionable positive result detected. Factors that may contribute to the atypical curves include but are not limited to sample collection quality and fluidics within the device. The complaint investigation included analysis of production records, communication/interviews with the customer, and trend analysis. No conclusive determination could be made as to reasons for the atypical curves. Overall, across the installed base, these issues from product use may occur sporadically and at a very low occurrence rate. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. As per section 3 of xpert xpress sars-cov-2 eua IFU; "clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status". Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid. Submitted a follow up report to correct section h1 which was originally submitted incorrectly as summary report.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected symptomatic patient sample using bd collection kit and np swabs on (B)(6) 2021 and processed the sample per IFU using xpert xpress sars-cov-2. Result was returned as sars-cov-2 positive. Result were reported to the physician who then requested retesting. Retest on the same day (B)(6) 2021 with genexpert using xpert xpress sars-cov-2 and was returned as sars-cov-2 negative. Confirmatory test with biofire returned sars-cov-2 not detected/human rhinovirus detected. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment.